Event description:
Revision surgery was performed on (B)(6) 2026 due to unknown reason. Previous surgery is unknown, as well as product information of original prosthesis. During revision the extension for humeral body (pn (B)(4)) and reverse liner +6mm dia40 (pn (B)(4)) were implanted. Patient is male, date of birth (B)(6) 1942. The event occurred in the united states.

Manufacturer narrative:
Follow-up has been started to retrieve event information, however currently the involved products and reason for revision remains unknown. The manufacturer will submit a follow-up when the information becomes available.